Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR# 2134265-2011-05646. It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 75% stenosed lesion was located in the moderately tortuous and severely calcified proximal left anterior descending (lad) artery. The physician advanced a 8mmx1.50mm apex push balloon to pre-dilate the lesion. The apex push balloon was inflated to 14 atms but ruptured on the first inflation. Then the physician advanced a 8mmx1.50mm apex flex balloon to dilate the lesion further. The apex flex balloon was inflated once to an unknown pressure. On the second inflation the balloon ruptured at 14 atms. The procedure was completed with a different device. There were no patient complications reported and the patient's status was good.